Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked case at display window corner and scratched reservoir tube window.

Event description:
It was reported that the customer had physical damage on the screen of the insulin pump. Customer stated that the pump was not dropped or bumped. Customer was advised not to use the pump. Insulin pump will need to be replaced. No further details provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.